Event description:
It was reported that a celt acd was used to close a puncture in a vein graft after a leg intervention with the assistance of ultrasound imaging in the long axis view. The physician inserted the device and pulled back until the implant was close to the puncture site and the distal wing was then opened. As the physician pulled the device back to the puncture it was noted that the implant was catching the back wall of the vein graft and not pulling free of the back wall. After multiple attempts to free up the implant, the physician elected to proceed with the deployment anyway finishing the remaining steps of the closure. Hemostasis was achieved, and the physician then elected to use micropuncture to re-access the vessel to perform and angiogram to determine if blood flow was compromised as a result of pulling a flap from the vein graft during deployment. The angiogram showed that this was the case, and an angioplasty was performed to reopen the vessel successfully and manual compression was used to close this second puncture. The patient was discharged in an hour without further incident.